Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with their enteral feeding pump. Upon triage on (B)(6) 2017, the service technician discovered that the unit had no alarm at start up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had no alarm at start up. Also, during triage, it was found that the unit had a blank screen. The unit was triaged and the reported issue of no alarm could not be confirmed. However the blank screen condition was confirmed. The unit was powered on during triage and did have a startup alarm. Initial visual inspection found that the battery door was missing and battery was not plugged in. The unit was powered on by battery alone. Then, the unit was connected to an ac cable and powered on. In both cases, initially, the screen was blank with a red led and soon after that system error 12 was displayed with a legible screen and an alarm. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.